Manufacturer narrative:
Date rec'd from MFR: 03oct2019. The manufacturer¿s field service engineer (fse) confirmed the reported alarm problem, unit not operational, and referenced an led issue. The fse replaced the change of power board, and led headband to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit is not operational. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported unit is not operational. There was no patient involvement.